Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose was 106 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer stated that they performed the self test but they were not able to passed the test. The customer also stated that insulin pump had insulin flow blocked alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to software error. The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. .